Event description:
It was reported the patient presented remotely via merlin.net. Upon review of the transmission, it was observed the implantable cardiac defibrillator product was far r-wave oversensing. There was no intervention made. The patient was in stable condition.